Event description:
It has been reported to philips that an AED seems to not accept the AED battery when first inserted. The customer reinserted the battery, the AED began the self test and then restarted the self test in the middle of testing.